Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Based on the sample evaluation result the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a hospitalization for an unreported indication, a patient experienced an overinfusion of 5-fu from a folfusor and subsequently developed feverish agranulocytosis. The folfusor was filled with 4600mg of 5-fu and diluted with a non-baxter diluent. The fill volume was 96 milliliters. It was reported that the folfusor was completely empty in nine hours instead of the intended 48 hours. Eight days after the initial receipt of this report, the patient was re-admitted to the hospital for feverish agranulocytosis. Treatment for the event was not reported. No further information was provided regarding the patient&#38112;outcome. No additional information is available.